Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused the desired medication. The medication infused 24 hours earlier than the expected 46 hours. The infusor was filled with 3600mg fluorouracil and 5% dextrose in water for a total volume of 230ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot number was manufactured january 11, 2018 - january 12, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.